Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that after an intraocular lens (iol) was implanted, it rotated off axis and was corrected. It rotated off axis again. The patient was having double vision. The lens was exchanged for another lens. Additional information requested.